Manufacturer narrative:
Based on the limited information provided, the root cause could not be identified. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable sodium electrode result with a patient sample tested on a cobas 8000 cobas c 502 module. The initial result was 166 mmol/l. The repeat result was 136 mmol/l.

Manufacturer narrative:
The electrode lot number was requested but was not provided. The investigation is ongoing.